Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient's spouse that they heard an alert from the patient's device. It was discovered that the right ventricular (rv) lead dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.